Event description:
Customer initially ran a pt sample for phenytoin and misinterpreted the system flag "results suppressed-air" for the pt phenytoin result. Customer then diluted the pt specimen with di water, which conflicts with the written dilution protocol in the labeling. Customer ran the diluted specimen and again the system appropriately flagged the results as "results suppressed-air" customer then reported a pt phenytoin result of <2.5 ug/ml. Actual phenytoin level was approximately 52 ug/ml. Add'l phenytoin was administered based on <2.5 result and pt became comatose. Phenytoin was discontinued and pt recovered and was released from ICU.